Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h7/h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the thunderbeat probe broke off and the tissue pad was peeling/worn away. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause of the tissue pad peeling and broken probe could not be identified. However, based on the results of the investigation, it is likely the following led to the probe damage error: 1) during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3) probe damage error occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.